Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. During the device evaluation, multiple outlet pressure sensor errors were observed. The ventilator would continue to provide therapy due to having primary and secondary sensor. The device's main board was replaced to address the errors.